Event description:
Attempt to flush port-a-cath and noted leakage on dressing. Dressing removed and port needle deaccessed and no needle present. Broke off inside pt. Skin. Not visible. Sent for chest x-ray and needle seen. Pt to or for removal.